Event description:
The facility reported a pump in which the keypad on the pump head module (phm) is not working. It is unk when this event occurred. There was no pt injury or medical intervention necessary. No add'l info is available.

Manufacturer narrative:
Eval summary: a request for the return of the device has been made. Should the pump be received for eval, a f/u report will be filed upon completion of an eval, or if any add'l info becomes available.